Event description:
Report was received that the patient had difficulty charging the ipg. Troubleshooting was done but it did not resolve the issue. The patient will undergo a revision procedure.

Event description:
Report was received that the patient had difficulty charging the ipg. Troubleshooting was done but it did not resolve the issue. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action regarding the revision at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced with a new one. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg. Troubleshooting was done but it did not resolve the issue. The patient will undergo a revision procedure.

Manufacturer narrative:
.